Event description:
The syringe pump misidentified the size of a medication syringe. A 20cc syringe was hung and the pump ID'd it as a 30cc syringe and would not let the bedside nurse reprogram without turning on and off and reloading syringe. No other alarms related to loading or placement of the syringe. Patient care delay, and reopening line were the resultant consequences. No error reached the patient at the bedside. This type of problem is recurring with this device. The manufacturer has been notified but has not found a solution to the problem or a way to mitigate it. Human factors are required to identify the issue and intervene before the patient is harmed.